Event description:
It was reported that a cot dropped while attempting to put it into load position. When the cot collapsed, the patient was not injured; however, the cot did hit the medic on the way down. There was reported patient involvement and adverse consequences to the medic.